Manufacturer narrative:
The customer¿s report of an unintended disconnection was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing was performed; there was no evidence of loosening or leaks observed when the sets were connected with normal tightness. Dimensional testing was performed and the male luer was found to be within specification. The root cause for the customer¿s report of an unintended disconnection was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unintended disconnection of an IV tubing from a non-carefusion/bd extension set. Although there was leaking there was no patient harm.